Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the tip of the silicone boot on the cold jaw was dislocated from its original location. While we were unable to conclusively determine the root cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the silicone jaw boot was cracking and falling off of the jaw. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects.